Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. There was no reported impact to the customer's blood glucose level. Customer successfully changed the pump time and resumed insulin delivery.